Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 161 mg/dl. The customer reported that they had hardware low level failure alarm. The customer was able to successfully clear the alarm and was able to complete pump rewind. It was reported that they had performed self test was failed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.